Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.